Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump displayed repeated alert 60 indicating a bluetooth communications error, consistent with a ble board communications malfunction, despite multiple restarts; a replacement device was arranged and the user was instructed on shutdown procedures and data start-up requirements. Symptoms included no reported adverse health effects and blood glucose was not affected. Outcomes included continued use of cgm via the dexcom app or receiver and return of the affected pump with a provided shipping label. The device was returned for evaluation. Preliminary investigation of this case revealed a persistent communication failure between the device and its bluetooth module consistent with a component-level fault of the ble board resulting in unresolved alarms. The device was disassembled for inspection. No evidence of liquid damage was found. The hoverboard was substituted with a reference board, which resulted in the alert clearing. The original hoverboard was reinstalled with a reference flex cable, and the alert returned. The complaint was duplicated and determined to be caused by intermittent connection between the bluetooth chip and pcb.